Event description:
A peritoneal dialysis (pd) pt reported that his cycler alarmed for fill complication, air detected in the cassette, and other alarms. He discontinued treatment. He found fluid leaking from the set lines. There was no fluid around the cassette area. He was advised to discontinue using the cycler and contact his pd nurse. The set was discarded. During follow up his pd nurse reported that his effluent was clear. He did not have songs of infection. He was not prescribed antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.